Event description:
It was observed that during the device evaluation, the flex video scope exhibited deterioration of the objective lenses gluing with missing parts. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, the adhesive deterioration of both the objective lenses and the bending rubber cover was attributed to excessive stress applied to the device. Olympus will continue to monitor field performance for this device.